Manufacturer narrative:
Concomitant medical products: lead implanted (B)(6) 2006; dtma1d1 ICD implanted: (B)(6) 2017. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. It was noted that the patient had complained of ¿generally not feeling well¿ from the last in-office check until the day of the procedure. The lead was capped and replaced. No further patient complications have been reported as a result of this event.